Manufacturer narrative:
Conclusion: since neither the instrument nor the lot number were available for investigation, we cannot draw any conclusion as to the exact cause for this incident. The respective screw can be loosened for proper maintenance and cleaning. As already stated by the hospital, it is within the realm of possibility that the screw had not been tightened properly after cleaning and sterilization.